Event description:
Event description guidant received information that the patient presented for a syncopal episode. No episode was recorded for this in device memory but an evaluation of the episode detail did note several non-sustained events, diverted episodes and noise on the ventricular rate/sense channel causing pacemaker inhibition. Pacing threhsolds have risen since implant and daily measurements show an abrupt change in ventricular pace impedance, which is very elevated. Noise could not be reproduced with non-invasive maneuvers, but some could be seen with pectoral flexing.